Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00141 and 2134265-2011-00140. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A luge guide wire was advanced to the lesion and the physician attempted to advance a 3.5x24mm taxus liberte stent delivery system (sds) to the rca; however the device was unable to cross the lesion. When the physician attempted to remove the sds, it was noted that the device was froze on the wire; however, the physician was able to remove the guide wire from the sds, leaving the taxus liberte device in place. The luge guide wire was exchanged for a pt graphix guide wire and it was noted that the physician had the "same sticky interaction" with the sds and new guide wire. The guide wire and the sds were removed from the patient. The physician treated the proximal portion of the rca with new equipment and then eventually treated the distal portion of the lesion with the same taxus liberte stent and a different guide wire. The procedure was completed with no patient complications reported. The patient's current condition is stable.